Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is alarming motion sensor test failure. The customer mentioned that the pump did not alarm low battery before the off no power alarm. Troubleshooting was performed and battery change resolved the issue, however the customer mentioned that the pump was not working correctly and received two motion sensor test failure alarms. Nothing is returning.